Event description:
Reportedly, three home monitors could not connect to the network, despite several attempts, different locations tried and all pollutants removed. The status light remains orange and the pit button is either red or off.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, three home monitors could not connect to the network, despite several attempts, different locations tried and all pollutants removed. The status light remains orange and the pit button is either red or off.